Event description:
The report received from the study indicated that approximately three months after the index procedure, the patient had angiography for a staged procedure, re-percutaneous coronary intervention (re-pci) and had a new lesion treated. The patient was asymptomatic. The coronary angiogram indicated that there was a evidence of stent thrombosis and a 70% focal restenosis of a previously implanted cypher select plus 2.75 x 13 mm stent. The patient had a total of two cypher select plus stents implanted during the index procedure. There was no reported problem noted with the other stent implanted during the index procedure. There was no reported evidence of myocardial infarction (mi). The event was reported to be unrelated to the study device/procedure, mild in severity, and not serious adverse event. The event outcome was complete and the subject's event outcome was resolved without sequel. The late thrombosis/restenosis was treated by balloon angioplasty.

Manufacturer narrative:
The indication for the elective index procedure was a previous non-q wave mi greater than seven days (>7) prior to the procedure. The patient was found to have one-vessel disease and one lesion was treated during the procedure. Left ventricular ejection fraction was greater than 50% (lvef >50%). There was no staged procedure planned. Lesion #1-1: the target lesion is the left main/proximal circumflex. The lesion is reported to be: unprotected, adjacent to the proximal left anterior descending (lad)/proximal circumflex segments, 3.5 mm vessel diameter, an 80% stenosis, 30 mm length, de novo, a bifurcation lesion requiring double-guidewire, and type c (complex). The lesion was pre-dilated as planned with a 2.5 x 20 mm balloon at 10 atm. Two cypher select plus stents were implanted in abutting fashion using the crush technique. A cypher select plus 3.5 x 33 mm stent was implanted in the left main at 14 atm. The stent was post-dilated due to the bifurcation with a 2.5 x 20 mm balloon at 14 atm. A satisfactory result was obtained. A cypher select plus 2.75 x 13 mm stent was implanted at 14 atm. The stent was post-dilated due to the bifurcation with a 2.5 x 12 mm balloon at 14 atm. A final kissing balloon technique was used. The residual stenosis was 0%. The timi flows were not available. The patient was discharged the day after the procedure. There were no reported adverse events or device deviations reported. Patient follow-ups by phone at the one and six months periods indicated the patient was asymptomatic and continuing his medical regimen. Please note that this device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.